Manufacturer narrative:
(B)(4). The sample was received for evaluation. The returned sample was visually inspected with no issues detected. A new solution bag was docked to the vial mate unit. Using the returned docked vial and the new solution bag, the vial mate sample was functionally tested with no issues detected. The reported condition could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a nurse sustained a small puncture wound to the right index finger coincident with use of a vial-mate adapter. The vial-mate adapter was being used to spike a vancomycin bag. No additional information is available.